Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that controls had dropped low across all ise parameters on the cobas 8000 ise module (c8kise). Since quality control results were out of range, the customer repeated the ise indirect na for gen.2 (sodium) testing for 138 patient samples. Sodium results had to be amended for 110 of the 136 samples. Data was provided for a total of 142 patient samples. Of these, 26 had erroneous sodium results that were reported outside of the laboratory. No adverse events were alleged to have occurred with the patients. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer performed an ise check and the results were poor. He cleaned the sipper nozzle, vacuum nozzle, pinch tube, and dilution vessel. He replaced the linear solenoid for the sipper probe. Ise checks performed after service were good. Calibration and controls were also good. No further issues were experienced by the customer.

Manufacturer narrative:
The investigation determined that many of the samples were hemolyzed. Therefore, pre-analytics also contributed to this issue. There have been no further issues since completion of the service actions.